Event description:
It was reported that the patient has experienced a skin rash since the time of implant. The patient tested positive for titanium. The device was also noted to have reached elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6949 implantable tachy lead 2007 (B)(6). (B)(4).